Event description:
It was reported that catheter detachment occured. An opticross imaging catheter was inserted to take image of the lower leg. At a certain point in time, the device broke off the monorail system. The physician had to lose wire access to pull the device out. After that, the physician inserted another wire and used another of the same device to complete the procedure. No patient complications were reported.